Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate low readings as compared to another device. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012 at 10:00am, she reported blood glucose results of "60 and 80mg/dl" with the subject meter and a reading of "120mg/dl" on another device, performed greater than 30 minutes of each other. The patient stated that she manages her diabetes with oral medication, 5mg of glipizide taken once a day in the morning, and took her usual, daily dose of medication in response to the reported issue. An hour after the alleged issue occurred, the patient claimed to have developed symptoms of "dizziness, weakness, shakiness, and thirst" and was immediately taken to the emergency room (ER) where she was administered with IV fluids. By 12:30pm on the same day, her blood glucose was tested on the ER/hospital meter (unknown device) and obtained readings between "120-140 smg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.